Manufacturer narrative:
H10: per details of the customer¿s response, confirmation on how reprocessing was implemented was unable to be obtained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope was supplying water even though the air and water buttons were not pressed. During the evaluation the following reportable malfunction was found; a foreign matter came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, due to clogging of nozzle, water removal ability did not meet the standard value, the adhesive on bending section cover had a chip, crack and white-clouded area, the light guide lens had a crack, adhesives around light guide lens had white-clouded area, the adhesives around objective lens had white-clouded area, the adhesive on bending section cover had white-clouded area, the adhesive on bending section cover had a crack, the scope connector had a crack, the scope cover plate was detached, the paint on air/water and suction cylinder was peeled, the switch one, the grip, the light guide protector, the connecting tube and the universal cord, all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.